Event description:
Pulmonetic systems, inc. Received an email from a representative of facility on 08/27/02. The representative reported the following problem: unit indicated power lost with alarm when using ac adapter. Unit worked after pressing reset button.